Event description:
Please ref importer report #(B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 5 lat - ref (B)(4)/ lot 110834 (B)(4). All parameters have been found to be in accordance with the specifications valid at the time of mfg, included washing and sterilization cycles. (B)(4). From the data collected, the cause of the problem is unk and we do not have evidences that the event is device related.

Manufacturer narrative:
The x-rays taken over the months post surgery were made available and examined by a medacta medical consultant. He noticed a continuous subsidence of the stem since surgery, moreover he noticed a periosteal reaction (formation of new bone) on the medial side of the femur and a second line on the x-ray. According to the consultant analysis a low grade infection is the possible cause of the loosening. The case was finally closed with the information available at that time.